Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Adverse event(s): "no injury" (no consequences or impact to patient). Product problem(s): "shunt stuck to the injector" (mechanical jam [shunt]). A nurse reported that a shunt stuck to the injector and would not properly insert. There was no injury to the patient. They used the backup product and proceeded as planned.